Manufacturer narrative:
The reported event of device dislodged or dislocated was not confirmed, while the reported event of damaged helix was confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was returned for analysis. Visual inspection of the device found the outer was stretched out of specification and no anomaly was noted on the inner helix. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no other anomalies.

Event description:
Related manufacturer reference number: 2017865-2024-71688, related manufacturer reference number: 2017865-2024-71689. It was reported that an asymptomatic patient presented with their atrial leadless pacemaker (lp) exhibiting high capture thresholds. The lp was explanted. Physician noted that the inner helix of the device was compressed, and decided to replace it with another. The replacement device also exhibited a compressed helix before package was even opened. A second replacement device was opened and implanted in the patient. The second replacement device then dislodged in the atrium. It had to be retrieved by grabbing the helix, which damaged it. A third replacement device was then successfully implanted. Patient was stable.